Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation but does not reflect the alleged device. Confirmation of the issue was undetermined. The root cause could not be determined.